Manufacturer narrative:
The actual device was not available for evaluation. Therefore, the failure investigation was limited to assessment of information provided by the user facility and quality documents. A review of the device history record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot combination. There is no evidence that this event was related to a device defect or malfunction, and the cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported difficult dilator withdrawal of the solopath device during a procedure. Follow up communication with the user facility confirmed the following information: the doctor reported that the dilator became caught on the sheath for a second; the doctor had to pull the dilator a little harder than usual but was able to get the dilator out; the (B)(4) device was then inserted; the dilator looked like the tip was turned inside out; the case was a complete success; and the patient was reported as doing fine.